Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated down resulting to inadequate pain relief. The patient underwent a revision procedure wherein the physician implanted another lead and the migrated lead remains implanted in the patient and will not be returned. The patient was doing well postoperatively.